Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.

Event description:
The customer reported a false positive result with the ID now covid-19 assay performed on (B)(6) 2021 on a direct tested nasopharyngeal swab. Confirmation testing with liat (r, n gene) generated negative results. Repeat confirmation testing with pcr generation generated negative results. No additional patient information, including treatment and outcome, was provided.